Manufacturer narrative:
Clinical review: a clinical investigation was performed. There is a temporal relationship between pd therapy on the liberty select cycler and the patient event of fluid volume overload and congestive heart failure with subsequent hospitalization. However, there is no documentation to show a causal relationship between the patient adverse event and the liberty select cycler. Per the pdrn, the fluid overload and congestive heart failure is a result of the patient¿s peritoneal membrane failing. Peritoneal membrane failure is common in pd patients as a result of the structural and functional changes in the peritoneal membrane from the use of conventional bio-incompatible pd solutions. There is no allegation of a machine malfunction or deficiency related to this adverse event. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient was hospitalized from (B)(6) 2018. Upon follow up, pdrn confirmed the event of hospitalization due to a congestive heart failure due to fluid overload. Pdrn stated that the patient¿s peritoneum is failing causing the reported issues.